Event description:
The patient had no effect from the drug. A bolus was given. The catheter was revised; micro lesions were suspected. The catheter was broken at the site of the pump. The patient was doing "good" following the revision. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.